Manufacturer narrative:
A product history record (phr) review of lot: 18504762 revealed no anomalies or non-conformance's during the manufacturing and inspection processes that could be associated with the event reported. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 7f vascular closure device (vcd) did not change color during use. Manual compression was used to achieve hemostasis. There was no reported patient injury. No abnormality was found before use, and the operator had been trained. The device will not be returned for evaluation.